Manufacturer narrative:
On march 06, 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, the impedance and continuity tests took long time to be executed. After removing the head, the user succeeded to perform these tests are 5 to 8 minutes of trials. An explanation concerning this long time taken to perform these tests is required.